Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including full functional testing using known good pads and batteries without duplicating the report. An internal inspection resulted in no findings. The error was cleared and did not reoccur. The device was recertified and returned to the customer. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 catalog # removed, d4 primary UDI # updated.